Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 11-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (15 mg/ml at 3.998 mg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient had a pocket revision on (B)(6) 2020 because the pump flipped. Yesterday (B)(6) 2020) the patient had a pump and catheter revision done because the pump had flipped again, and the catheter had migrated out of the intrathecal space. The patient¿s dose had been decreased to 0.72 mg/day sometime between (B)(6) 2020 and yesterday; it was currently at 0.999 mg/day. The patient was having no therapy issues at this time. No patient symptoms/complications were reported. No further complications were reported/anticipated.